Event description:
It was reported that a e360 ventilator compressor was inoperative. Patient involvement is unknown. A non covidien service engineer (se) inspected the device and found the air water trap was not properly fitted. The se cleaned the compressor and the ventilator is back in use. Covidien was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.